Manufacturer narrative:
Received one (1) used 14687-15 primary plum set for inspection. No damages or anomalies noted. The product was tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If a device is received, a supplemental report will be filed. E1: telephone extension (B)(6).

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that the patient notified the healthcare provider about chemotherapy drug leakage on the infusion set. The healthcare provider checked the set and found leakage under the filter vent. The chemotherapy drug infusion was completed at the time. Hence healthcare provider flushed the tubing with normal saline and closed the tube. There was no unprotected drug exposure to patient or healthcare provider. There was no impact to patient/healthcare provider. There was no other physical defect noted on the product. It is unknown if spill was cleaned up per facility protocol and if a spill kit was used. There was patient involvement but no patient harm.